Event description:
The hcp reported the patient was experiencing increased tone and itchy and burning skin. The pump was explanted due to pocket erosion in 2006. One day later, the patient experienced baclofen withdrawal symptoms of cognitive impairment, spasticity, and rhabdomyolysis. The patient was treated with supplemental oral baclofen, dantrolene, and valium. The hcp gave the patient intravenous fluids. An intrathecal catheter was placed temporarily with intrathecal baclofen. The patient outcome was reported as recovered without sequela.